Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead.

Event description:
The manufacturing representative reported that the patient experienced an increase in pain without stimulation. There was a broken lead. The patient played soccer. After the patient informed the physician about the missing stimulation the doctor controlled the implantable neurostimulator (ins) system and determined an interruption of the system. The physician cut the electrode on the back before implanting a new one. The lead was partially explanted. The next step was for the physician to connect the new lead to the ins and remove the other part of the lead. This was thought to occur in two weeks. The issue was resolved at the time of report.

Manufacturer narrative:
The main component of the system and other applicable component: product ID: 977a275, lot# 0206580800, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. The impedance measurements were taken before explanting the lead and the impedance of all eight contacts were faulty (greater than 20,000 ohms). The new lead implanted (B)(6) 2017 and the partial lead was successfully explanted one week later (when the new lead was connected to the ipg). The product problem has been resolved; the stimulation was running correctly since the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found all conductors were broken 13.5 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.